Event description:
On (B)(4) 2013, it was found that there was a blank line going across the display of the patient's blood glucose monitor that could lead to misinterpretation of the values displayed. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
Investigation unit observed that the location of the line on the display does distort the digits during the simulation test, therefore misinterpretation is possible. Investigation unit observed upon pressing and holding the power button, the meter displays a sequence of solid color test screens in the order of red, blue, green, and white with the vertical solid line appearing in the middle of the screen. Upon powering the meter on, without holding power button, the vertical solid line appears on all screens during performance testing. Failure analysis indicated that the meters lcd was defective due to a crack in the fpc (flex pc board) causing the display failure.